Event description:
During an esophagectomy, gastrectomy, and colon interposition procedure, the staple line was not complete on 7th firing. Another like device was used to completer the case. There was no pt consequence.